Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of no image was not confirmed due to faulty dp board. In addition, heavy corrosion on the light-emitting diode unit was observed. The probable cause of the defect was due to customer handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The customer reported the visera elite ii video system center is unable to display image when the device is turn on. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "no image" was presumed to have been due to a defective circuit board. The cause of this defect could not be further determined. The suggested phenomenon of "front panel does not light up" was presumed to have been due to corrosion of the led (light-emitting diode) unit. The cause of this defect could not be further determined. Olympus will continue to monitor field performance for this device.